Event description:
It was reported that a patient's left ventricular lead had high capture thresholds on (B)(6) 2022 during a routine check. The lead was capped and a new one was implanted on (B)(6) 2022. The patient was stable throughout.